Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level were 54 mg/dl, 118 mg/dl and 334 mg/dl. Customer also reported that the insulin pump had stuck button alarm. Customer was able to clear the alarm and the self-test was passed. The device will not be returned for analysis.